Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter had taken to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl. The customer¿s mother reported that her daughter inserted sensor but got a bent cannula then she realized that her blood glucose went up. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The significant event that leading to hospitalization was feeling nauseous, hyperventilating, thirsty and sick on stomach. The customer¿s ketone test was done in hospital, also medicines for nausea was given but intravenous insulin, additional intravenous fluid was given. The customer was treated with 15 units of insulin in hospital after that the blood glucose lowered down to 310 mg/dl. Customer declined to perform a carelink upload. The customer declined troubleshooting for high blood glucose value only hospitalization details were provided. The insulin pump will not be returned for analysis.